Event description:
The customer reported that there was a communication failure error message. This error message. This error resulted in a system lock up and prevented the system from performing fluoroscopy. There is no report of a patient injury or death associated with this event.

Manufacturer narrative:
A ge service representative performed an on site investigation. The 5vdc power supply connections were evaluated, cleaned, and reseated. The power supply voltage was returned to the optimal operating voltage. The system was tested and found to be working as intended and returned to service.